Manufacturer narrative:
The customer was sent a replacement pump in style breast pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2020, the customer confirmed that she developed a bad case of mastitis for which she was on an antibiotic for 14 days and that she had returned the freestyle flex pump. There has been no response from the customer as of the date of this report to multiple attempts to follow up to determine if the mastitis has resolved and to find out how the replacement pump in style breast pump is working for her. The freestyle flex pump was received on (B)(6) 2020 and will be returned to medela ag (the legal manufacturer) in (B)(6) for evaluation. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that she did not like the freestyle flex breast pump because she felt that the suction wasn't strong enough and, after having previously used a pump in style breast pump without issue, she requested an exchange of the freestyle flex for a pump in style. She additionally alleged that she had mastitis, for which she was prescribed an antibiotic.

Manufacturer narrative:
The device was evaluated on (B)(6) 2020 and the device passed suction and cycle specifications. It was noted in the evaluation that the customer's connectors were dirty.